Event description:
It was reported that the pump indicated a data log corruption, a malfunction alarm occurred, and the pump time was incorrect. The customer reset the pump and corrected the pump time, and insulin therapy was resumed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.